Manufacturer narrative:
Retainer ring = clear issues with insulin pump buttons sticking. It resulted her son to get incorrect bolus amount. They went to the hospital. Device had minor scratched display window, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the insulin pump's daily history screen. No bolus anomaly noted. No stuck button alarm/button error alarm noted. No buttons sticking or flattened keypad dome switches noted. Unit had intermittent button response due to moisture damage noted on the keypad traces. Device passed the functional testing. No bolus anomaly or stuck button alarm/button error alarm noted. Device had intermittent button response due to moisture damage noted on the keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump buttons were sticking. Customer stated that they need to press keys multiple times. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. The device will not be returned for analysis.